Event description:
Medtronic received info that this bioprosthetic aortic valve was explanted 26.29 months after implant, due to a hole in one of the leaflets. At the time the event was initially reported, infusion was suspected to be the root cause for the reported event. The device was explanted and replaced without reported complication.

Manufacturer narrative:
Eval method: other = device history reviewed. Results: device history review found the product met specifications within released for distribution. Conclusion. Analysis: the device was received in a light tan solution, 0.2% glutaraldehyde, in a heat sealed plastic bag. All leaflets are slightly stiff but flexible. A hole in the belly of the left cusp adjacent to the point of coaptation appears to be due to bias wear along a small bump on the outflow rail. Thin to moderate layers of glistening off white pannus extends over the sewing ring, tissue and base stitching, and approximately 1 mm onto the left and right cusps on the inflow. A thin layer of pannus extends along the outflow margin of attachment of the left and right cusps. Radiography shows traces of mineralization in the host tissue adjacent to the right and non-coronary cusps. The DHR for this device was reviewed and no issues were shown that would have impacted this event. Conclusion: reduced performance of the device attributed to wear and abrasion on the bias cloth. Eval of the returned device notes no manufacturing or design issues that would have caused or contributed to the reported event. The abrasion was likely attributed to pt anatomical characteristics, and/or implant technique.